Event description:
Pt was connected to channel b of a pc-2 post-op administration of nitroglycerin. Shortly thereafter and without starting the pump, a precipitous drop in blood pressure was observed. Emergency measures were taken to support the pt's pressure. After successful elevation, however, the pressure again fell. The bottle and tubing set were removed and upon installation of the replacement set, free flow was observed. The pump was exchanged and sent to biomedical engineering. Free flow was confirmed and found to be due a broken mounting tab on pump assembly housing. Pt recovered with no known complications.